Event description:
Follow up information received reported that x-rays that were taken showed no visible fractures, breaks, or connections were seen but it was noted that one of the leads had migrated down at least 2 vertebral bodies since initial implant. The patient was scheduled for an implant procedure but was canceled and was to be rescheduled as the patient was currently undergoing a cardiology work up. It was reported that the patient was currently not receiving effective therapy. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient felt a shocking sensation from their implantable neurostimulator (ins) for the past 3 months. The patient also indicated that they felt the shocking when they leaned backwards and that they had not been getting efficient therapy. It was unknown if the shocking occurred at the location of the ins as they were being evaluated by the physician at the time of report. It was noted that the patient did lift heavy objects for their job. When the patient was seen 2 weeks ago for reprogramming by the manufacturer¿s representative it was noted that electrodes #0-7 showed abnormal readings. Additionally, impedance readings on some of electrodes 8-15 were noted as ¿fine¿ and the representative was able to reprogram around ¿some of them¿. Impedance testing today showed electrodes 0-7, 8-15 were >10,000 ohms when tested at 0.7 volts. Testing at 1.5 volts showed electrodes 0-7, 8-15 values of >40,000 ohms except for electrode 12 which ranged from 12,000 to 17,000 ohms. Additional impedance testing at 3 volts showed electrodes 2 and 3 were at >40,000 ohms while the rest of the electrodes ranged from 13,020 to 33000 ohms. It was noted that the physician might revise the leads. There were no further details, interventions or outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was also reported that one lead had migrated and the other had impedance outside of normal limits. Intraoperative testing had been performed.

Event description:
It was reported that the doctor decided to do a system replacement. A lead and implantable neurostimulator (ins) were implanted. The patient reported good coverage post-operatively.